Manufacturer narrative:
Correction: h6 (device component code) additional information: d10 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. It was reported that the machine did not alarm. Additional information was requested, however to date has not been provided.

Event description:
Additional information was provided upon follow-up with the user facility. Blood was noted within the top compartment of the dialyzer at the end of the treatment. The blood was not noticed until after the patient was reinfused. The patient was able to complete their treatment on the machine and did not experience any blood loss. However, a blood test strip was used, and it tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. No defect or damage was seen on the dialyzer. The patient was given prophylactic antibiotics per the doctor, "to be safe". Following the event, the machine was rinsed and bleached, but it was not pulled from the floor. The biomedical technician from the facility determined no machine repairs were needed.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. It was reported that the machine did not alarm. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.